Event description:
It was reported that, during an unknown procedure, the tip of the opus speedscrew implant broke during impact. All parts of the broken screw were retrieved from the patient. The procedure was completed using a back-up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that tensile strength should be verified to meet specifications, and a certificate of material analysis is required with each shipment. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, the tip of the screw broke in the patient during impact in an unknown procedure. Reportedly, all parts of the broken screw were retrieved from the patient and the procedure was completed with a backup device. It is unknown if a procedural delay occurred, and no further complications were reported. Smith and nephew has not received the requested patient specific documentation, the explanted device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported (tip of the screw broke in patient during impact) could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.